Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella 2.5 device for mechanical circulatory support. It was reported that during closure, a third perclose was deployed, but oozing was still observed. An angiogram was performed with a balloon tamponade. It was identified that the patient was experiencing a venous bleed and a femstop was placed. The device was explanted in the procedural area.